Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the cold light source of the colonovideoscope was not illuminating during preparation for use. This resulted in a delayed endoscopic inspection for the patient. There were no reports of patient/user harm.